Manufacturer narrative:
The reporter's meter and was provided for investigation where they were tested using retention strips and controls. Testing results (qc range = 2.7 - 4.1 inr): (B)(6). The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 3856052) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined. The occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory result. The laboratory reagent was asked for but not provided. At 7:55 am the result from the meter with a fingerstick was 7.2 inr. At 8:50 am the result from the meter a fingerstick was 7.7 inr. At 9:45 am the result from the laboratory with a venous sample was 4.6 inr. The customer's condition was "feeling fine and a little sore from the hysterectomy". The customer's therapeutic range was 2.0 - 3.0 inr.